Event description:
It was reported that the keypad on a pump is inoperable. The "ok" key and all keys in rows 3-5 (#0, #1, #2, #3, #4, #5, #6, #7, #8, #9 and ".") Are inoperable. It was also reported that when any functional key is entered, the selection is followed by the entry of the "ok" key.

Manufacturer narrative:
(B)(4). The sigma device evaluation found the #0, #1, #2, #3, #4, #5, #6, #7, #8, #9 and (ok) keys to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the #ok key will occur following the selected key's function. Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted.